Event description:
A patient called lfs alleging that their fasttake meter was reading inaccurately high and that pt was taken to the emergency room due to low blood glucose. Medical affairs specialist spoke with the patient on 9/25/02 and pt provided additional information. 0n 9/18/02, early in the morning around 4:30am, pt woke up really sweaty. Pt mentioned that the night before, their blood glucose at bedtime was "around 300" and that pt had taken insulin per their sliding scale (amount unknown) and their set amount of 6 units of nph insulin. So in the morning of 9/18/02, family member tested pt's blood glucose since pt was sweating and also shaking by now. The result was 240 mg/dl. Family member then called 911 since pt "did not look well". The emergency medical technician came within 10 minutes and tested pt's blood glucose with their meter. The result was 46 mg/dl. The emergency medical technician gave pt a "shot of something" and took pt to the ER. The ER meter read 69 mg/dl. Pt was kept in ER for 3 hours until their blood glucose was stable and then was released. Pt did not recall what treatment was given to them in the ER. Pt also does not recall anything else about that day, but does remember continuing to use the meter (readings unknown). Family member made pt call lfs on 9/23/02 due to the ER doctor stating that pt's meter was inaccurate. Also, twice before the incident (date/time unknown), they inserted the test strip in the meter, it did not power on. Then pt had to keep reinserting it for the meter to "finally turn on".